Event description:
The customer reported that while the unit was in use on a pt, the unit did not display a "battery in use" message when ac power was unplugged. The unit shut down due to a low battery condition. The pt was switched to another unit and therapy was continued. No pt injury was reported.